Event description:
It was reported that during a lap gastrectomy, the blade was broken (outside the pt's body; used with a gen04). Another device was used to complete the case. There were not adverse consequences to the pt.